Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to continue using the pump and to call back if the malfunction code recurred, which the customer acknowledged and understood.